Event description:
The patient called lfs and alleged that their meter was prompting an error 5 message while attempting to test their blood sugar. They stated that they were using the correct technique. The patient went to the hospital to test their blood sugar. The hospital meter read 142 mg/dl. No treatment was given to the patient. They reported no symptoms at the time of the concern. The patient attempted to retest and obtained another error 5 message. They reported that the test strips they were using were damaged. Based on the information provided, there is a strip malfunction. There is however, no evidence of a serious inhury. A new meter and test strips are being sent to the patient. No further information has been reported.